Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported she had not charged the ipg for several months due to an unrelated health condition. The patient was unable to re-establish communication with the ipg using the charging unit. Subsequently, surgical intervention was undertaken to explant and replace the ipg. Stimulation was restored post-operatively.